Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 463 mg/dl. The customer's insulin pump had a motor error alarm occur 12 times. Standard troubleshooting was performed and the customer's mother was able to complete the rewind sequence. The product is being returned. Nothing further was reported.